Manufacturer narrative:
As reported in a research article, prosthetic aortic valve endocarditis caused by burkholderia cepacia complex. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: prosthetic aortic valve endocarditis caused by burkholderia cepacia complex: a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "prosthetic aortic valve endocarditis caused by burkholderia cepacia complex: a case report", was reviewed. The article presented a case study of a 55-year-old male patient with a history of symptomatic aortic stenosis. On an unknown date, a 21mm mechanical heart valve was chosen for implant. The valve was successfully implanted. Approximately 6 months later the patient presented with a fever, fatigue and shortness of breath. Transthoracic echocardiogram (tte) showed an echogenic structure on the ventricular aspect of the valve, which was suggestive of vegetation. There was a significant transvalvular pressure gradient. Therapeutic anticoagulation with enoxaparin and beta-blockers was initiated. The patient was started empirically on ceftriaxone and gentamicin. Blood culture tests confirmed the presence of burkholderia cepacia complex. The patient was diagnosed with prosthetic valve endocarditis. Based on sensitivity testing, the antibiotic regimen was adjusted to meropenem and levofloxacin. The patient's symptoms improved and the patient was discharged from the hospital.